Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller is a microprocessor unit that controls and manages the heartware system operation. It sends power and operating signals to the blood pump and collects information from the pump. The controller's internal, non-replaceable, rechargeable battery is used to power an audible "no power" alarm when both power sources are disconnected. The hvad controller requires two power sources for safe operation. The instructions for use (IFU) and patient manual explain the correct method of connecting to and disconnecting from the power sources and the controller to prevent damage to either the power source connections or the controller power ports. According to the IFU and patient manual, users are instructed to return any damaged components to heartware. If the controller is only connected to one power source, the controller will function, but will sound an alarm after twenty seconds. In addition, the user is cautioned to always have a backup controller available and programmed identically to the primary controller. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that a patient disconnected both power sources from his controller. The patient further reported that the controller he did not hear an audible alarm when he did so. The controller was exchanged with no reported patient consequence.

Manufacturer narrative:
The reported event of a power disconnect was confirmed on (B)(4). Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Log file analysis revealed a controller start-up which occurred on (B)(6) 2016 at 19:15:44. Prior to this event, the controller was connected to (B)(4) with 84% and 25% remaining charge respectively. Following this event, the controller was connected to (B)(4) with 95% and 98% remaining charge respectively. The most likely root cause of this event can be attributed to a double disconnection of external power supplies from the controller. Analysis of the device could not be performed since the device was not returned for evaluation. The reported event of a no power audible alarm failure could not be confirmed as the device was not returned for analysis. A report was received that a patient disconnected both power sources from his controller. The patient further reported that he did not hear an audible alarm when he disconnected both power sources from his controller. The controller was exchanged with no reported patient consequence. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.